Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported occlusion alarms occurred. Customer changed supplies to address occlusion alarms. Customer reportedly used a backup pump for insulin therapy. Customer reported blood glucose level ranged from 300-450 mg/dl.